Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire on the jaw became detached from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The heater wire was observed to be flexed away and slightly twisted from the hot jaw and detached at the tip. The heater wire remained in attached at the base of the hot jaw. No other visual defects were observed. Based on the returned condition of the device the complaint was confirmed for the reported failure mode ¿material twisted; bent; wire¿. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wire on the jaw became detached from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.